Event description:
It was reported that upon delivery the embolization coil, the coil stretched and prematurely detached in the carotid artery. Retrieval was not attempted. No clinical sequelae reported.

Manufacturer narrative:
The sample has not been received for evaluation. The root cause of this event could not be determined.